Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint.. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A doctor reported a lens haptic that kinked and broke due to the haptic being trapped by the injector plunger during a procedure. The surgeon noticed the kinked haptic after the lens was implanted, therefore the surgeon decided to remove the iol and replaced it with another lens of the same power and model. The patient is doing well.

Manufacturer narrative:
Additional information provided. Product evaluation: no injector was returned for evaluation for the report of the intraocular lens (iol) haptic becoming kinked and broken; therefore, the condition of the product could not be verified. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).